Event description:
An alarm related to occlusion was reported by the customer, who experienced the issue earlier in the day before calling technical support. The occlusion did not cause the customer's blood glucose level to exceed 500 mg/dl or register as ¿high¿ on a cgm. The customer managed the issue by resuming insulin, and planned to change supplies at home, requesting a replacement cartridge and infusion set. Replacements were sent, and the customer was using a specific type of tubing. Attempts by the support team to reach the customer for follow-up assistance were unsuccessful.